Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for circuit disconnect. There was no harm or injury reported. The device was evaluated by field service engineer. During evaluation it was observed errors in the oxygen plate. Oxygen board needs to be replaced. In addition, placa processor system board of the equipment has an intermittent error of communication with the oxygen board. System board replacement is required to address the issue.